Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device eval was unable to reproduce the upstream occlusion alarms. However, review of the history log confirmed the alarms. Although upstream and downstream occlusion test were performed with the unit passing, the upstream sensor was found to be out of spec. The upstream sensor/pusher was replaced.

Event description:
It was reported that a device alarmed for upstream occlusion. There was no pt incident reported.